Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. It was also reported that the adhesive was not sticking well to the site. As treatment they were able to apply a new pod.

Manufacturer narrative:
Correction to b5 old: "it was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. As treatment they were able to apply a new pod." New: "it was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. It was also reported that the adhesive was not sticking well to the site. As treatment they were able to apply a new pod."

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. As treatment they were able to apply a new pod.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of any damage or manufacturing deficiencies that would result in fluid failing to flow through the complete fluid path. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The exact cause of the reported failure to adhere could not be determined. Small cracks were found on the sides of the top housing. No corrosion or evidence of fluid entering the pod through these cracks was seen inside the pod. These cracks would not affect the cannula assembly or the adhesive pad's ability to adhere. The exact cause and timing of the cracks could not be determined.